Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in peritonitis. The patient was hospitalized the same day as the onset of peritonitis. The patient was treated with injection reflin (1 gram, daily, route not reported), injection tobramycin (20mg, once daily, route not reported) and injection heparin (5000 international units, 1ml/exchange) for the peritonitis. The patient was discharged from the hospital the next day. Patient outcome was not reported. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.